Event description:
The facility representative reported a colleague infusion pump with a "faulty screen." It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The root cause for the reported condition was repeating data lines on main display. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Device evaluation. The reported condition of a "faulty screen" was confirmed during product evaluation. The root cause was identified as a defective liquid crystal display screen. The main display was replaced to correct the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. This device is a colleague pump with a user interface module software version of 8.11.00. Should additional information become available, a follow-up medwatch will be submitted.